Event description:
It was reported to manufacturer that the physician hand held screen is continually freezing on the successful interrogation screen and will not allow him to proceed to the parameters screen. Troubleshooting was performed over the phone as the screen was current frozen at the interrogation successful message, and reseating the flashcard temporarily resolved the frozen screen. The physician requested a new hand held to replace the non-working device. It is known that under certain conditions the reported screen freeze even can occur with the (B) (4) computer.